Manufacturer narrative:
Brake adjuster; IV pole tether cable.

Event description:
It was reported by service report that the brakes were not holding; IV pole tether cable was missing. No pt involvement or adverse consequences are reported.